Manufacturer narrative:
One medfusion pump was received with a crack on the door. The event history log was reviewed and there was a force sensor error. The power up process was conducted and the force sensor calibration was checked and tested. A force sensor test error was found at power up and the force sensor was unable to be calibrated. Fluid ingression was found inside the plunger assembly. The issue was user induced. The plunger assembly, plunger tube and plunger cable were replaced to resolve the issue.

Event description:
Information was received indicating that the force sensor could not be calibrated on a smiths medical medfusion pump. There was no patient involvement.